Event description:
The customer stated that she was hospitalized due to an infection at the infusion site. The customer stated that the infusion set was black at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.